Manufacturer narrative:
The customer stated that they collected the patient sample in a tube that contained sodium. A new blood sample was taken using a lithium heparinized (li-hep) tube obtaining the correct result. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The serial number of the cobas 6000 core unit is (B)(6). The customer stated that they suspect that the anticoagulant sample containing sodium which was poured into the serum tube sample during blood collection led to the contamination of the serum tube. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 core unit. The reporter noted significant differences in the results of the patient¿s serum and plasma samples. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis, alerting the user to an issue with the result. The initial result from the module using the serum sample was 160 mmol/l. The first repeat result from the module using the serum sample was 159 mmol/l. The second repeat from the module using the plasma sample was 135 mmol/l. The repeat result of the plasma sample from a blood gas analyzer was the same result as that of the module.